Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) experienced a ventricular fibrillation episode. It was noted that, although the device delivered appropriate therapy, the device took a longer time than expected to provide it. Low amplitude was observed at the time of the device analysis. Reprograming of the device was discussed and the patient remained hospitalized for further monitoring. At this time, this device remains in service. No adverse patient effects were reported.